Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 21mm 11500aj aortic valve was explanted after a duration of three (3) years and eight (8) months due to unknown reason. Another same model 21mm 11500aj aortic valve was implanted in replacement. No information about device return at this moment. File will be updated.

Manufacturer narrative:
An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and there is no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding a failure mode of the device were provided. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined.